Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh x2 were implanted. It was reported that the patient underwent excision of mesh on (B)(6) 2013 due to pain, scar, erosion and mesh contracture. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/16/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.